Event description:
It was reported that a patient presented with over-sensing resulting in false atrial arrythmia episodes. Under-sensing and pseudo-pseudo fusion was noted as well. Programming changes were recommended. No adverse patient consequences were reported.